Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism prior to a right total knee arthroplasty. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Approximately seven months post filter deployment, an attempted but unsuccessful percutaneous removal procedure was performed. Approximately four years and ten months post filter deployment, the device was removed percutaneously. A detached limb was unable to be retrieved and remains embedded in the tissues posterior to the vena cava. Allegedly, during a removal procedure, a hole was created in the renal artery resulting in reduced size and function of the right kidney. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pre surgery (right total knee arthroplasty). At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of the ivc and center leg of the filter remains embedded in the tissues posterior to the vena cava .the device was removed percutaneously. As a result of removal procedure a hole was torn in my renal artery and embolization of artery it leads to reduce kidney size however the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, it was noted from patient history that an attempt was made to remove the filter but it was adhered to the vena cava wall. Therefore, the investigation is inconclusive for filter tilt, limb detachment. Additionally, the investigation is inconclusive for retrieval difficulties as there are no procedural details in the records provided. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism prior to a right total knee arthroplasty. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Approximately seven months post filter deployment, an attempted but unsuccessful percutaneous removal procedure was performed. Approximately four years and ten months post filter deployment, the device was removed percutaneously. A detached limb was unable to be retrieved and remains embedded in the tissues posterior to the vena cava. Allegedly, during a removal procedure, a hole was created in the renal artery resulting in reduced size and function of the right kidney. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pre surgery (right total knee arthroplasty). At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of the ivc and center leg of the filter remains embedded in the tissues posterior to the vena cava .the device has not been removed after an attempted but unsuccessful percutaneous removal procedure .as a result of removal procedure a hole was torn in my renal artery and embolization of artery it leads to reduce kidney size however the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with a history of pulmonary embolism had a vena cava filter deployed prior to undergoing knee replacement surgery. Approximately one year and seven months post filter deployment, an attempt was made to remove the filter but it was adhered to the vena cava wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, it was noted from patient history that an attempt was made to remove the filter but it was adhered to the vena cava wall. Therefore, the investigation is inconclusive for filter tilt, limb detachment. Additionally, the investigation is inconclusive for retrieval difficulties as there are no procedural details in the records provided. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date (06/2013), device manufacture date: (06/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism prior to a right total knee arthroplasty. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Approximately seven months post filter deployment, an attempted but unsuccessful percutaneous removal procedure was performed. Approximately four years and ten months post filter deployment, the device was removed percutaneously. A detached limb was unable to be retrieved and remains embedded in the tissues posterior to the vena cava. Allegedly, during a removal procedure, a hole was created in the renal artery resulting in reduced size and function of the right kidney. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism prior to a right total knee arthroplasty and pre surgery (right total knee arthroplasty). At some time post filter deployment, it was alleged that the filter tilted and center leg of the filter remains embedded in the tissues posterior to the vena cava. Approximately seven months post filter deployment, an attempted but unsuccessful percutaneous removal procedure was performed. Approximately four years and ten months post filter deployment, the device was removed percutaneously. A detached limb was unable to be retrieved and remains embedded in the tissues posterior to the vena cava. Allegedly, during a removal procedure, a hole was created in the renal artery resulting in reduced size and function of the right kidney. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, removal of inferior vena cava filter was attempted and findings showed filter unable to be dislodged. A guidewire was advanced through the right internal jugular vein approach to identify percutaneous cannulation. A sheath was placed and advanced a long stiff guidewire from the superior to the inferior vena cava. The filter was tilted over to the right and was able to direct the guidewire with an angled catheter off to the right side. The introducer device was advanced and positioned above the inferior vena cava filter with a retrieval device advanced through this sheath. Attempted at least 15 grabs of the inferior vena cava filter and it appeared sometimes that had straightened it out but was never able to dislodge it from the vena cava wall. Multiple attempts under fluoroscopy were performed but still it was all unsuccessful. At that point, did not want to dislodge the inferior vena cava filter legs from the inferior vena cava and so terminated the procedure and removed all the device and guidewire from the neck and held pressure.around four years and one month after filter retrieval procedure, a inferior vena cava filter removal was performed which showed inferior vena cava filter with apex in the right renal vein with filter removed and one leg broken off within the posterior wall of the inferior vena cava. Fluoroscopically, there was some irregularity along the caval wall, and had also noted a minor amount of extravasation which was expected given the removal of the embedded filter.therefore, the investigation is confirmed for filter tilt, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt, filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiry date: 06/2013),g3, h6(conclusion). H11: g1, h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.